Event description:
It was reported that the pt underwent a minimally invasive dlif from l4-s1. During tightening of the setscrews, one of the setscrews could not be broken off. The setscrew was replaced, and the replacement also could not be broken off. The unbroken setscrew was left in place. The surgeon also was unable to break off all of the setscrews on the other side. The surgery was completed without any additional complications.

Manufacturer narrative:
(B)(4). See also medwatch report number 1030489-2010-01345. A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.